Manufacturer narrative:
A button on the insulin pump did not respond due to a flattened button dome switch. The pump was received with minor scratches on the display window, cracked case at the display window corners, and a cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that he had to press extremely hard to execute a bolus with his insulin pump. The patient's blood glucose at the time of incident was 87 mg/dl. Troubleshooting was initiated on the keypad anomaly. The customer confirms that there were no significant events leading up to the keypad issues. The customer was advised that to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The insulin pump was returned for analysis and a replacement device was shipped to the customer.